Event description:
Per biotronik rep, this pt had the lv lead replaced with a medtronic lead in 2009. The physician noted that the pt was always pacing anodally with the tip-to-ring lv pacing. The physician elected to replace this device with a medtronic concerto.